Event description:
Patient self tester reported an unexpected low result of inratio=1.4. The patient self tester's therapeutic range is: 2.0-3.0. The following inratio results were obtained from the distributor by technical service. Historical results: (B)(6) inratio: 2.2, (B)(6) inratio: 2.2. Lab: 2.4 (date not provided). Patient self tester stated that there have been no changes in medication; did not provide a list of medications. No further patient information was available. The patient's son contacted technical service on (B)(6) 2015 to inform them that another comparison was performed and correlated perfectly.

Manufacturer narrative:
The customer did not provide a reference value for comparison. The accuracy of the customer's inratio result cannot be determined without this information. It is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. The lot meets release specification. Root cause is unable to be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.